Event description:
This patient had an unknown cypher stent implanted in the lcx in 2005, and an unknown cypher stent implanted in the lad in 2006. Seven months after the second procedure, the patient experienced an in-stent thrombosis of the cypher stents in the lcx, which resulted in an mi. This was treated with the placement of two additional cypher stents. Six months later, the patient again experienced in-stent thrombosis in the stents in the lcx, which resulted in mi.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events (acute, sub-acute, and late) following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. With the limited information available, it is not possible to determine if there is a relationship between the reported events, and the cordis devices nor what clinical factors may have contributed to the event. This is one of two reports submitted for related events occurring in the same patient. Reference MFR report #: 3003742446-2008-00183 .